Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of juey1044 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that one wing of the statlock device does not stay closed. No other information was provided.